Event description:
The user facility reported that there was a suspected electrical connection, and the coating did not function properly. The peeled coating may have remained in the patient's body. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
D4: lot number: estimated to be 240802, 240805, 240821, 240829, 240830. D4: di provided: (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: establishment address: korea. E1: phone number: unknown. E2: health professional: unknown. E3: occupation: unknown. Since the actual device was not returned, investigation of it could not be performed. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.